Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. Customer's blood glucose level was 172 mg/dl. Reportedly, the customer was provided with information to put the pump into storage mode until patient was ready to use the pump and reverted back to the previous insulin therapy method.